Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is being submitted on behalf of sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. The returned device was tested with the level and bubble sensor modules and no problems were found. In addition, the pump was run for 100 hours in each direction without problems. The reported issue could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the s3 double roller pump displayed an error message and sounded an audible alarm. There was no report of pt injury.